Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated and remains inside the patient's vessel. The physician inserted the guide wire into the patient. The physician was attempting to place a left ventricular transvenous lead. The physician tried many times to manipulate the wire into the place and the tip of the guide wire separated and became lodged into the vein. The physician was unable to remove the separated tip from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.